Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation observed a high battery current drain of 425ua and battery voltage of 2.60v. Several reinterrogations gave high current drain readings. After reprogramming the atrial output, the final current drain reading was 305ua. Subsequently, the device was replaced.